Event description:
Reporter indicated that vns pt developed an infection at the generator site after implant surgery. The pt reported that they noticed pus and blood coming from the area of the bottom of the generator approximately 17 days post-implant. The pt was reportedly afebrile. The pt reported that they told the implanting surgeon at their one week follow-up visit that they felt as though they had an infection, but that the surgeon informed pt at that time that they had no signs of infection. The pt reports that a few days later, the chest incision site opened and drainage "poured out." Treating neurosurgeon indicated that the pt had a tiny dime-sized ulceration along the inferior border of the anterior axillary incision. The pt was previously prescribed oral antibiotics (ciprofloxacin) by an ent physician. At follow-up visit with neurosurgeon, the cervical incision was noted to be perfectly well-healed and non-erythematous. The upper aspect of their anterior axillary incision had also healed nicely without erythemia, but there was a dime-sized skin ulceration along the inferior border of the anterior axillary incision with mild erythema. There was no active drainage at that time. It was noted that there was a linear bruise present between the cervical and axillary incisions, but that it did not have the appearance of streaking cellulitis. Rather, it had the yellowish appearance of a bruise. Both the pt and their spouse confirmed that approximately one week prior, pt had more brusing in the same area, which had since largely resolved. Neurosurgeon referred the pt to an infectious disease specialist for IV antibiotic treatment via PICC line as neurosurgeon wanted to salvage the device and did not feel that oral antibiotics were aggressive enough. Treating neurologist indicated that the pt had rubbed the bottom of their generator, which caused redness and irritation and a small opening. The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
It was reported that the patient has a bone infection. The patient indicated that her surgeon believes that the bone infection is a result of the infection of vns site from 2004. The patient indicated that she underwent an MRI of her back recently and that is when the physician saw the infection in her bones. It was reported that the patient will undergo further testing. Attempts to obtain additional information have been unsuccessful to date.